Event description:
Arjohuntleigh service department received eight trio model 512003 pumps for repair. All these units were returned due to an inoperative front panel power switch. The serial numbers are: (B)(4). In the above pumps, either the locking tabs on the green lens were broken or the lens was completely missing. This caused either the lens to fall off, allowing the internal components of the switch to be exposed or the lens to jam in the down position making the switch inoperative.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Upon investigation it was found that the switch actuator lens was coming away from the product as a result of a non-recommended cleaning solution (getinge tec-surf ii) being used by the customer. The solution was attacking the (B)(4) lens on the switch, resulting in the lens mounting failing causing the actuator lens to fall off the switch. The MFR concludes that the product functioned as per its intended design prior to misuse by the user. A detailed list is provided in the IFU of non-recommended cleaning solutions that should not be used on this product (ref: 512900us_01, page 11). The IFU states: the pump system should only be "wiped down using a soft cloth dampened with a mild detergent and disinfected with an epa-approved, hospital grade disinfectant". This info was not followed. No harm or injury occurred from this incident.